Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation was performed. According to received information, replacement of the expiratory channel printed circuit board (pcb) solved the issue. The part was replaced by the hospital. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis and the defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb. A correction of fields # d8 device serviced by third party and # g2 report source was required. This is based on the internal evaluation. D8 - device serviced by third party - previously: yes, corrected: no. G2 - report source - previous report source: foreign, user facility, company representative. Corrected report source: foreign, health professional, user facility, company representative.

Event description:
Manufacturer's ref. #: (B)(4).